Manufacturer narrative:
Submit date: 06/08/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/09/2016 that a customer had an issue with a defibrillation electrodes. The customer reports that a service request concerning delivered power from a defibrillator was received. This is a lifepak12 that was used in the cath lab in a cardioversion. Biomed completed an output check and noticed a trend with the disposable pads of low output delivery. The lower output could affect patient therapy. The customer reports that there was no medical intervention required as a result of this incident.